Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. A patient was appropriately treated on (B)(6) 2016. The device successfully delivered three shocks during ventricular tachycardia. Three other shocks were delivered. Upon investigation, it was found that the monitor had reset during the treatment sequence. A seventh shock was delivered and is not visible due to the pulse reset. The root cause for the resets was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor had experienced an abnormal shutdown during an appropriate treatment event.